Event description:
The customer reported that the 9900 system left monitor went blank during a case. Also, the vertical column made a squeaking noise. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the lift column was lubricated during the service call. The system was tested and found to be working as intended and put back into service.